Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.

Event description:
Boston scientific crm received information that during a recent initial implant procedure this patient passed away shortly after implant. The patient underwent the procedure well, but as they were placed on the stretcher to go to the recovery room, the patient went into respiratory distress. It was later determined that the patient had both a left and right sided hemothorax which may have been caused by the axillary initial needle stick. Loss of capture was also confirmed but thought to have been as a result of a worsening patient condition not related to device function. The device was explanted and will be returned. To date, there have been no adverse patient effects reported.